Event description:
It was reported that during a coronary angioplasty treatment procedure, an incorrect gauge reading occurred. The physician pressurized the advantage inflation device to 16atms and upon deflation the needle on the gauge stopped at 10atms and would not go down to zero. The procedure was completed with another advantage inflation device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, an incorrect gauge reading occurred. The physician pressurized the advantage inflation device to 16atms and upon deflation the needle on the gauge stopped at 10atms and would not go down to zero. The procedure was completed with another advantage inflation device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the device revealed that the needle was stuck at 10atms. Examination and dismantling of the device revealed no other issues with the device. During functional testing of the locking mechanism the plunger handle was rotated to achieve 26tams and the needle remained at 10atms and did not deflate to 0atms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage which could have led to the gauge receiving a shock causing damage to the internal mechanism. (B)(4).